Manufacturer narrative:
Findings: unit received alarming failure of flash memory followed by new software release detected due to fracture solder joints at u7 m/b. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to failure of flash memory and new software release detected alarm. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call indicating that son insulin pump alarm new software release detected. Customer's blood glucose at time of incident was 117 mg/dl. Customer reported that during call is now getting a failure of flash memory alert. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.